Event description:
Sales representative reported that patient was having pain due to tendonitis. The surgeon performed revision surgery to remove and replace the femoral head and acetabular insert. Initial surgery was on (B)(6) 2011 and revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implants were not returned for examination; therefore, omni could not confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing was performed. All implant lot records of explanted omni product were reviewed and there were no deviations reported. Based on the information provided, the revision surgery was required due to tendonitis in the patient, there was no indication from the surgeon that there was an issue with any of the omni implants.